Event description:
The customer reported that at the end of a low anterior resection case, the device sealed tissue and some bleeding was noted. An end tone, indicating a complete seal cycle was provided by the generator in use. The amount of blood loss was not provided by the customer. Another device of the same type was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.